Manufacturer narrative:
It is unclear whether the jada malfunctioned based on the information that is available at this time, but out of an abundance of caution and because we cannot rule it out at this time based on the limited information received, we are reporting this event due to the 30-day reporting deadline. When bleeding is controlled by the jada device, blood may not advance in the tubing once the blood in the uterine cavity has been evacuated. If the uterus is firm but blood is not advancing, it is not necessarily an indicator that the tubing is clogged but rather an indicator that bleeding has been controlled and any remaining blood in the uterus has been evacuated. If we become aware of additional information, we will supplement this report.

Event description:
It was reported that jada was used in the or post c-section. Jada was then removed and replaced with bakri. The treating physician described clogging in the tubing and noted the staff was having difficulty with suction that led to her decision to remove jada. Upon further investigation, staff that was present reported that the uterus was firm, suction was working and blood had stopped flowing in the tubing. It was thought that this meant the jada was clogged. The bakri balloon was successful in treating the bleeding and the patient recovered.